Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure and the tube cracked and leaked. Upon inspecting the tube, a crack was observed below the cap. No patient impact reported.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure, and the tube cracked and leaked. Upon inspecting the tube, a crack was observed below the cap. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked tube was observed, but underfill was not. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Also, 10 retain samples were subjected to a visual inspection for brittleness and all samples were within specification. In addition, 20 retain samples were subjected to a draw test for low or no draw and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked tube based on the photo analysis and unconfirmed for underfill based on retain testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.